Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to function appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and no intermittent conditions found on the keypad flex connector. The complaint of a keypad response issue was not confirmed or duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.